Event description:
It was reported that the battery of this implantable pacemaker went down to 1 year longevity when has only been in service for about 8 months. A request was made to have data from the device analyzed. Data analysis confirmed the power consumption is abnormally high and stable. There are no faults, and the lead diagnostic appeared to be normal. Device replacement is still recommended since root cause and future performance of the device are unknown. The device remains in service. No adverse patient effects were reported.